Event description:
It was initially reported that the patient had coupling issues with their implantable neurostimulator (ins). After using the antenna locator (al) feature, they were able to get 22 to 44 and 2 coupling bars using the recharger unit. It was noted that the patient had lost 25 lbs since implantation (2 months) and that the ins pocket felt loose with the device lying sideways. Follow up information received on (B)(6) 2010 reported that, per x-ray, the ins was not flipped in the pocket. It was noted that when the patient would lie down the ins would lay flat but when the stood up the device fell forward. After troubleshooting, the patient was able to get good coupling to recharge when lying down. It was advised to the patient that this was probably the best way to recharge the device. It was also reported that when the patient was done losing weight, their physician would revise the device pocket to fasten the ins down tighter so it would not flip forward. Further follow up information received on (B)(6) 2010, reported that the patient had no yet had the proposed revision surgery as they waiting for insurance authorization. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37092, lot# 239260001, implanted: (B)(6) 2010, product type: accessory. Product ID: 377845, lot# v384633034, implanted: (B)(6) 2010, product type: lead. Product ID: 377845, lot# v384633033, implanted: (B)(6) 2010, product type: lead. (B)(4).